Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The replaced user interface pcb assembly was further evaluated at the product assessment center (pac), and the cause of the reported issue was determined to be due to corrupt memory on integrated circuit (ic), designator u2. This resulted in an inability of the device to complete it's boot-up cycle, and instead remain stuck on a white screen.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.